Manufacturer narrative:
(B)(4). (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ r 87 v infusion set is leaking from the lower exit of the drop chamber, causing the antibiotic to run down the outside of the infusion line. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on 07/03/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. A device history review was conducted for lot number 1007785, our records determined that this is the second instance of leakage occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Samples were not submitted by the facility for testing and evaluation, however previous investigations have shown that breaches in the drip chamber can occur during the production process. The most probable root cause for this issue is a molding defect that results in an asymmetrical thickness in the spigot walls, with one side being thinner and therefore weaker than the other. This weakness can result in cracking of the wall during the attachment of the spike during the automated final assembly. To address this issue bd has increased the rate of machine maintenance intervals on all associated machines and added additional maintenance protocols to address the wearing down of critical machine parts. Additionally, bd has notified our supplier of the molding defect and are currently conducting a complete inspection of this component to help mitigate the reoccurrence of this issue while our supplier addresses this situation. Bd will continue to track and trend for this issue.

Event description:
It was reported that bd r 87 v infusion set is leaking from the lower exit of the drop chamber, causing the antibiotic to run down the outside of the infusion line. There was no report of exposure, serious injury or medical intervention.